Manufacturer narrative:
This report is being filed under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a 1.5 cutter was catching the tissue which made the stretching process difficult. The event occurred during surgery. There was no harm and delay reported with the event. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2018 , it was reported that the 1.5 cutter was catching tissue made the stretching process difficult. The customer returned a skin graft mesher device, serial number (B)(4). , for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4). , a 2:1 ratio cutter, serial number (B)(4). , a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4). , for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4). Four times as documented in the repair reports in livelink. The last repair was (B)(6) 2011 where it was reported that the comb was broken and the damaged comb was replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the roller gear, side plates, handle, sliding pins, and carrier guide were all worn and dinged. The roller end was galled but the ratchet fit and functioned as intended. The calibration was out of specifications but produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4). , 2:1 ratio cutter, serial number (B)(4). , and 4:1 ratio cutter, serial number (B)(4). All produced an incomplete mesh and were deemed non-repairable. The 3:1 ratio cutter, serial number (B)(4). Produced a passing sample mesh. Repair of the skin graft mesher has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the 1.5:1 ratio cutter, serial number (B)(4). , did not produce a passing sample mesh and was deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the 1.5:1 ratio cutter, serial number (B)(4), did not produce a passing sample mesh and was deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This follow up report is being submitted to report additional information.